Event description:
This case, reported by a pharmacist who is also a diabetes nurse educator, concerns a retired nurse who experienced diabetic ketoacidosis. The pt was receiving human regular (humulin r) and human nph (humulin n) insulin via syringes and the humapen for treatment of type I diabetes. The pt has had type I diabetes for 25 years. It is unknown if the pt was taking any concomitant medications. The pt received a humapen during a promotion night at the pharmacy. A demonstration on the use of the humapen was provided by a nurse educator. The pt obtained a humapen and stored it before using it. The pt received insulin in the morning via a syringe and received insulin in evening and before bedtime via the humapen. During treatment with the humapen (onset date unknown) the pt was hospitalized due to diabetic ketoacidosis. The pt's humapen dosing technique was reviewed verbally with the pt and according to the pharmacist the pt was dosing correctly. The pt was released from hosp on an increased daily insulin dose due to diabetic ketoacidosis. Six weeks after hosp discharge the pt experienced hypoglycemia with coma. The pt's family thought there was a problem with the humapen and the pt returned the humapen to the pharmacy. During review of the humapen dosing technique the pharmacist noted that the pt was turning the dial backwards to zero with the impression that pt was dialing their dose. As a result the pt was not getting any insulin. The pt indicated to the pharmacist that occasionally pt pushed down on the injection button but did not do so consistently. Pt also indicated that on some days pt was using only the syringes. The pharmacist stated that the hypoglycemic reaction with coma was possibly related to the fact that the pt's insulin dose was increased due to diabetic ketoacidosis and, at that time, they were unaware that the pt was not using the correct humapen dosing technique. Therefore, the pt may have been receiving too much insulin. The pt has returned to total syringe therapy and has fully recovered. The device in question has not been returned to eli lilly and company. A review of the complaint narrative indicates that the device was not being used as directed by the user manual. The user manual states that, if the user dials too much insulin, user can "dial backwards without wasting insulin." The manual also depicts the correct way to administer a dose (i.e., pushing down on the injection button with one's thumb). This complaint is currently under review at eli lilly pharmaceutical delivery systems. No decisions as to the implementation of corrective action have been made yet. If further actions are planned, the regulatory authority will be informed in the follow-up report to be submitted by 12/21/1999. The device associated with this complaint was not returned for investigation and the lot number is unknown. However, by reviewing the complaint narrative it is appears that, although previously trained by a nurse educator, the user tried to dial in the dose instead of pushing on the injection button as instructed in the humapen directions for use. The rate of complaints for this issue has been very low. No furhter investigation is planned. Although the current directions for use instruct the user to "push (the injection button) until the injection button stops." And shows an arrow depicting the pushing motion. The directions for use are being revised to further underline the need to push the injection button and to further clarify the dose correction feature of the device. Update 12/02/1999: add'l info received on 12/01/1999 from pds. Added MFR's preliminary comments and updated narrative. Update 12/15/1999: added MFR's results/conclusions. Update narrative.